Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the leg on (B)(6) 2017. The reaction was located on the under the transmitter area spreading out to the adhesive area and was described as red, raised, rash that itches. The patient stated that the skin irritation started immediately upon first use of the system that happened approximately 3 months ago. In the beginning the skin reaction was bothering patient at around day 6-7 of sensor wear. Currently severity of the reaction has progressed and now patient is getting skin reaction complaints after 3-4 days of exposure to adhesive. The patient reported that skin reaction is limited to the areas of contact with adhesive and agreed to provide photos of the reactions. The patient asked doctor for recommendation and the doctor suggested she use a steroid cream that had been previously prescribed for a different issue (not dexcom related). No information provided about how the information was obtained from the doctor; if it was via phone or office visit. No date of intervention provided. No additional event or patient information was provided. A photograph was provided by the patient and reviewed for evaluation on (B)(6) 2017. Complaint for a skin reaction was confirmed. The root cause could not be determined. Labeling indicates: do not insert the sensor component of the dexcom system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom system is not approved for other sites. If placed in other areas, the dexcom system may not function properly.